Manufacturer narrative:
The reported serial number could not be matched to the reported device; therefore, the device MFR date is unk at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an endostat iii electrosurgical unit was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, the console had intermittent pad fault errors. The procedure was completed with another MFR's device. There were no pt complications reported as a result of this event. Additional info provided by the site indicated that the accessories initially connected to the endostat iii electrosurgical unit were switched over and used with the new device without issue.